Event description:
The customer reported that the system would not make an exposure. This resulted ta total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
Non conclusion can be drawn as repair information is unavailable.